Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was taking too long to charge and there was poor coupling. The patient reported she had to charge the battery often, almost every night. The patient also reported that since the beginning of winter she has had more pain and increased muscular rigidity, and has to keep the ins settings on high. The patient reported that is she turns down the therapy she would be unable to sleep at night. The patient reported that she had informed her healthcare provider (hcp) that the battery was taking a long time to charge, and it often took 4 hours, and she was told that this was longer than expected. The patient believed her ins was depleting more rapidly than before, and a week prior reported that the ins had stopped working, despite being fully charged. The patient reported she stopped feeling stimulation, her legs locked up, and her "nerves in muscles just stopped working," and she had a flare up like she used to have before the device. The patient reported she had been letting her ins deplete to about 1/2 charge. The patient stated that without the therapy she can't function or walk or even sit in a chair. It was recommended the patient continue trying to recharge. Charging best practices were reviewed. Patient was issued a new recharge antenna. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.